Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced vibrator anomaly. The customer's blood glucose value was unknown. The mother stated that the pump does not vibrate anymore. The customer was not able to troubleshoot during time of call because pump was not present. The product was not returned for analysis.